Event description:
It was reported patient enrolled in a clinical study underwent left total hip arthroplasty on unknown date. Patient underwent a revision procedure on (B)(6) 1988 for unknown reasons. Subsequently, patient underwent a spica cast application on (B)(6) 1988. It was further reported patient underwent revision procedures on (B)(6) 1992 and (B)(6) 1997 for unknown reasons. Subsequently, a revision procedure was performed on the left hip (B)(6) 2006 due to acetabular cup loosening.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Implant date. Manufacture date. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2010-00575 & 2014-00669 & 03327 / 03328 & 003330).